Manufacturer narrative:
Updated field: this supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and additional information provided by the user facility. The review of the device history record (DHR) did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is likely that the user facility did not train reprocessing staff sufficiently on handling and reprocessing in accordance with the instructions for use (IFU). The IFU (reprocessing manual) warns on insufficient reprocessing as follows: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ IFU details each reprocessing process in ¿chapter 2 function and inspection of the accessories for reprocessing¿. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received from the user facility. According to the user facility, after the final report is provided by olympus, this event will be addressed with personnel.

Event description:
Over a three day timeframe, an olympus endoscopy support specialist (ess) was dispatched to the user facility to observe the reprocessing methods performed on the evis exera iii scopes in-house. During this onsite visit, the evis exera iii colonovideoscope was observed to be reprocessed incorrectly. There were no reports of patient harm associated with this event. This event is related to patient identifiers: (B)(6).

Manufacturer narrative:
Date of event: (B)(6) 2021. The user facility did not suction air, use the air/water channel cleaning adapter mh-948 or flush the auxiliary water channel. The user facility was also observed using the same suction cleaning adapter throughout the entire day without cleaning between uses (patient identifier (B)(6)). At the end of the day, the user facility would fill the adapter with detergent solution and let it soak in the detergent overnight. In the morning, the adapter would be flushed with air and then used for the rest of the day. The ess reviewed cleaning, disinfection, and sterilization for the devices. The customer was instructed to follow all olympus reprocessing procedures. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility